Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: ¿loss of prime¿ warnings were observed in the black box history due to low (non-zero) force. During testing, the pump performed the ezprime steps with no loss of prime warnings occurring. The pump displayed ¿no delivery¿ with loss of prime warning. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed; there were no intermittent conditions or moisture found inside the pump. The force sensor flex was found to be intact with the pins seated appropriately in the connector. The reported ¿no delivery¿ issue was not duplicated during investigation. Unrelated to the complaint, the audio bolus (abb) button was found to be torn/punctured; however, the abb was still found to be responsive to button presses. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. There was reportedly a no delivery issue with the pump. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.